Event description:
Complainant alleged that the medics administered several shocks to patient who had coded. During patient treatment, the medics performed CPR on the patient. The medics then changed to a semi-automatic defibrillator, and attempted to continue to defibrillate the patient, but the device displayed a "check electordes' message. The medics then applied a fresh set of electrodes to the and continued patient defibrillation. The patient was transported to the hospital where patient was pronounced. The complainant indicated that the patient outcome was not as a result of the reported malfunction. The complainant indicated that electrodes were inadvertently discarded subsequent to the event.